Event description:
A discordant, falsely decreased mean corpuscular hemoglobin concentration (mchc) result was reported on the advia 2120i with dual aspirate autosampler. The result was reported to a physician, who did not question the results. The sample was repeated on a different advia hematology system as part of the troubleshooting efforts and was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely decreased mchc result.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) investigated the cause of the event and determined that it was due to user error. The user released a flagged mchc result obtained on the advia 2120i with dual aspirate autosampler without reviewing it first. The customer failed to follow operator guide instructions, which state "whenever such flags are triggered, the user should review the results and take the action recommended.". A siemens' technical application specialist (tas) assisted the customer to set up the system to flag for errors. The instrument is performing according to specifications. No further evaluation of this device is required.